Event description:
It was reported that the customer spent 2 days in the intensive care unit on (B)(6) 2015. Customer's blood glucose level at the time was over 450 mg/dl. Customer was placed back on the pump 3 times and experienced a high blood glucose level each time. Customer was vomiting, had excessive urination, and could not hold any food down. Customer also had diabetic ketoacidosis. Customer was treated with 3 bags of insulin drip and fluids. Customer was wearing the pump at the time of the emergency room visit. Customer went to a clinic and was transported to the hospital. Customer verified the inaccurate bolus history. Customer had to replace the set every 3 days. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also had a no delivery alarm for trying to use all the insulin in the vial. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.